Event description:
Problem: a failed totally hip arthroplasty may be caused by mechanically assisted crevice corrosion or macc. This occurs at the metal/metal modular junction in a total hip arthroplasty and has serious consequences such as adverse local tissue reaction (altr) in patients with metal-on-polyethylene total hip replacement. This patient had characteristics of macc. This clinical complication is extremely concerning because of both the high volume of hip replacements worldwide as well as the extensive soft tissue damage that can occur with severe reactions. (B)(6) procedure: right anterolateral tha. Diagnosis: djd. Lot #: 60629168, edi: (B)(4), ref: (B)(4), shell with cluster holes porous, trabecular metal modular acetabular system; lot #: 60786317, edi: (B)(4), ref: (B)(4), bone screw: self-tapping. ; lot #: 60741731, edi: (B)(4), ref: (B)(4), trilogy acetabular system.